Manufacturer narrative:
(B)(4) date sent: 11/21/2023, d4 batch #: unknown. Additional information was requested and the following was obtained: what were the indications for surgery? Lung mass. What is the surgeon¿s experience with the pvs device? About half year. What was the approximate width of the compressed vessel? Unknown. Did the surgeon wait 15 seconds prior to firing? Unknown. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Unknown. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Unknown. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the bleeding identified? Observed bleeding immediately after firing. Was a transfusion required? Yes. What was the pre anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. Was there calcification of tissue that impeded clamping or cutting? Unknown. Were there any pre-exiting patient conditions? Unknown. Is there an autopsy report available? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of one photo and two videos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a reload fully fired. The first video shows a device with a reload loaded and a small piece of tissue is placed between the jaws. Also, some staples could be observed in this area of the tissue. At this point, the video cut off. The second video shows a device with a white reload loaded in the closed position after that the screen goes totally red. Please note instruction for use recommendations: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Based on the one photo and videos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9de1p, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unknown operation, after 6th fire, noted bleeding. The amount of bleeding was about 4000ml. Immediately rescued but failed. Patient died. No other information can be provided now.